Event description:
It was reported an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer reloaded existing supplies and successfully resumed insulin delivery.